Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: 008314150101 section e1 facility name complete information: lamuf fundo minicipal de saude de florianopolis all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed a false non-reactive architect hiv ag/ab combo result generated on the architect i2000sr processing module for one sample. The following results were provided for sid 008314150101 on 21feb2024: 1st result: 0.63 s/co (non-reactive) 2nd result: 1.01 s/co (reactive) 3rd result: 1.01 s/co (reactive) no impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4 primary UDI number the complaint investigation for false nonreactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lot performs as expected for this product. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo assay for lot number 56093be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false non-reactive architect hiv ag/ab combo result generated on the architect i2000sr processing module for one sample. The following results were provided for sid (B)(6)on 21feb2024: 1st result: 0.63 s/co (non-reactive) 2nd result: 1.01 s/co (reactive) 3rd result: 1.01 s/co (reactive) no impact to patient management was reported.